Manufacturer narrative:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator (specific date not reported). This report is submitted on april 26, 2022.

Manufacturer narrative:
This report is submitted on may 20, 2022.

Manufacturer narrative:
This report is submitted on december 16, 2021.

Event description:
Per the clinic, the device was explanted (B)(6) 2021 due to unspecified medical reasons. It is unknown if there are plans to reimplant the patient and additional information has been requested but has not been made available as of the date of this report.